Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: (liquid dripping from the light-guide bundle, the grip, up/down angulation lever plate, and universal cord were sticky) (foreign material). Based on historical data, the reportable malfunction probable causes are likely due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited that the grip, up/down angulation lever plate, and the universal cord were sticky (foreign material) and a liquid dripping from the light guide (lg) bundle. There was no patient involvement.